Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, a vessel was inadvertently nicked, resulting in bleeding. Physician attempted to achieve hemostasis by applying pressure with gauze and using cautery, but was unsuccessful. Physician made an additional incision, identified the source of bleeding, and achieved hemostasis through ligation. This resolved the issue.